Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, on the final angiography a distal type I endoleak was observed at right side but the physician elected to monitor it. The procedure was completed without further issue. On (B)(6) 2023, bilateral distal type I endoleak or type ii endoleak were suspected, on a computed tomography angiography. On (B)(6) 2023, reintervention was performed. Distal type I endoleak at the right side and a type ii endoleak from bilateral iliolumber artery were determined on the intra-operative angiography. Additional stent grafts were placed to treat the distal type I endoleak at the right side, and coiling for the type ii endoleak from right iliolumber artery was performed. Because the type ii endoleak from left iliolumber artery was small, no treatment was performed, and it will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
Emdr section h6 e code was corrected.